Event description:
It was reported that a handpiece became hot during use and burned the inside of a pt's cheek; the area was treated with aloe.

Manufacturer narrative:
Per the FDA public health notification: pt burns from electric dental handpieces, issued december 12, 2007, "burns may not be apparent to the operator or the pt until after the tissue damage has been done, because the anesthetized pt cannot feel the tissue burning and the handpiece housing insulates the operator from the heated attachment." Though no medical/surgical intervention was required in this event, there have been previously reported events received in the last two years involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was returned, though evaluation is not complete as of this report. Evaluation results will be submitted once evaluation is completed.